Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he believed that the auto made was not working on his pump. At the time of the incident, his blood glucose was unknown. The customer did state that he a variation for about a week or two where he was not receiving high or low alerts. He said that his blood glucose ranged between 50 mg/dl to 60 mg/dl. He said that he had just adjusted his pump based on his trainer¿s recommendations and that he did override the pump multiple times. The customer said that now the pump is showing that he is having high and low blood glucose. The customer was explained that this could be happening because of an issue with the carelink reports. He doesn¿t feel comfortable with the pump and would like for it to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.